Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. On the left distal side, the distal end of the contralateral leg was located at the angulated part of the common iliac artery and there was a suspected type ib endoleak; however, no treatment was given and it was left for monitoring by the physician¿s judgement. On (B)(6) 2026, a reintervention was performed for proximal migration of the left contralateral leg and a type ib endoleak. The left internal iliac artery was coil-embolized and two additional contralateral legs were implanted to extend the treatment area into the external iliac artery. The type ib endoleak disappeared. The final angiography showed a remaining type ii endoleak only, and the procedure was concluded. The patient tolerated the procedure. The reporting physician commented as follows: the left contralateral leg was landed at the angulated part of the common iliac artery and it migrated post-operatively. Additionally, the suspected type ib endoleak was found during the initial procedure and it became apparent thereafter.